Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for two (2) patient samples. Patient a: initial accu tni result was 0.02 ng/ml. A fresh sample was collected from the patient and tested for accu tni, and a result of 1.38 ng/ml was obtained and reported out of the lab. The result was questioned and the 2nd sample was repeated on the next day. The repeated results were: 0.01 ng/ml and 0.02 ng/ml. Patient b: initial accu tni result of 3.60 ng/ml was reported out of the lab. The result was questioned and customer retested the original sample. The repeated results were: 0.01 ng/ml and 0.02 ng/ml. Based on available information, both patients were admitted for observation. One patient had a cardiac catheterization performed due to elevated results. The customer did not report any injury or death associated with this event.

Manufacturer narrative:
Qc was within specifications on the date of the event. A system check provided from late 2007 was in range. The specimens were collected in bd, light green top, heparin plasma tubes and were sampled from a 1ml insert cup in the primary tube. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.